Event description:
Country of complaint: (B)(6). Can't grasp the vessel. Operation time delay < 15 min. Surgeon had to use suture technique replace aneurysm clip. Attempted to use additional clip, product number fe904k; same situation occurred. See medwatch 2916714-2015-00060.

Manufacturer narrative:
U.s. Agent notified on: (B)(6) 2015. Manufacturing site evaluation: the implant was analyzed microscopically. There are irregular marks on the surface of the clip. The marks on the clip indicates a handling related failure. It is possible that an incorrect instrument for this type of clip was used. Another possible reason for this failure could be the result of an overload situation. No material or manufacturing defects were detected.